Event description:
Upon first cryo application of the right superior pulmonary vein, diaphragmatic stimulation was lost while pacing the phrenic nerve from the svc. Immediate termination of cryo application was done while balloon was allowed to passively thaw. The cryoablation procedure was completed with isolation of all pulmonary veins. As of (B)(6) 2012, phrenic nerve function had not recovered.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.